Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not ratcheting. The event occurred during surgery. There was no harm associated with event.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: (B)(4). On october 31, 2018, it was reported that the device was not ratcheting. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on november 13, 2018 revealed that the roller and roller gear were damaged. The complaint of the device not ratcheting could not be tested due to the ratchet not being returned with the device. The calibration was within specifications and the device produced a passing sample graft. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 13, 2018 which included replacement of the roller, roller gear, and shoulder bolt. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as the customer did not return the ratchet handle for evaluation. The device operated as intended and produced a passing sample mesh with the qa ratchet. However, it was noted that the roller and roller gear were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. The customer did not return the ratchet handle for evaluation. The device operated as intended and produced a passing sample mesh with the qa ratchet. However, it was noted that the roller and roller gear were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.